Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample is available for evaluation. Upon visual evaluation, the device appeared to be clean and received without protective tubing and no yellow guard attached to the needle. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. No visual anomalies were noted to the device. Upon functional testing, to prime the device but failed as the bottom slide would not lock into place. The device was disassembled, and internal parts were inspected. Upon disassembly, the right bumper was noted to be bent. Therefore, the investigation is confirmed for the reported failure to prime issue as the bottom slide of the device didn't lock while priming and the investigation is inconclusive for the reported failure to fire as the further functional testing was not performed due to the priming issue. The bumper bent issue may have contributed to the reported event. However, a definitive root cause for the alleged failure to fire and failure to prime issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On, (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy, the biopsy gun allegedly jerked while uploading. It was further reported that abnormal resistance felt when priming the device and biopsy gun stuck could not fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Event description:
On, (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy, the biopsy gun allegedly jerked while uploading. It was further reported that abnormal resistance felt when priming the device and biopsy gun stuck could not fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.